Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician performed pneumatics & ddi calibrations, and the unit meets factory specifications.

Event description:
It was reported to vyaire medical that the amplitude on the ventilator was low. There was no patient involvement associated with this reported event.